Event description:
On (B)(6) 2012, the customer reported that during a routine device replacement procedure, this right ventricular (rv) lead exhibited high threshold measurements (no specific measurements were provided). It was reported that the pt had complete heart block. The lead was surgically capped and abandoned and a new rv lead was implanted. No adverse pt effects were reported. The lead was actively implanted for (B)(6).

Manufacturer narrative:
The lead was surgically capped and abandoned, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.